Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during a stone on the bile duct procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was unstable especially when the scope is moved. Another spyscope ds ii was used; however, the image was still unstable. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction - block d4 (catalog number): corrected from 1759-02 to 4661 block e1 (initial reporter fax): (B)(6). Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. No elevator marks were noted on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. Upon plugging the device into the controller, a live, clear image was displayed. No issues were identified with the image. There was no issue with the connectivity of the device. The device was fully articulated in all directions; no issues were identified with the image. Real-time x-ray was used to image the distal tip, including the through-silicon vias (tsvs), redistribution layer (rdl), and camera wires. No damage was observed to the camera wires at or inside of the camera housing/cap. In the handle, no damage was observed to the printed circuit board (pcb) or camera wires. The handle was opened and the connection of the camera wires to the pcba was inspected. It was noted that the glue feature did not fully insulate the solder pads or wires. There was significant residue on the pads and on the breakout region. This residue appeared to be crystalline in nature, and was likely saline from the procedure that had dried. Using tweezers on the exposed pads and wires, the image could be disrupted. Using a wire jumpered to the ground on the board, the wire was tested for any exposed wire and no issues were found, indicating no damage was present in the wire. The reported event was confirmed. The failure of the unit can be traced to the exposed solder pads and the presence of fluid inside the handle. It is likely that fluid created a path for a short circuit between the pads resulting in the reported image issue. Based on all gathered information, the most probable root cause of this complaint is cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(Initial reporter fax): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during a stone on the bile duct procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was unstable especially when the scope is moved. Another spyscope ds ii was used; however, the image was still unstable. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.